Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: day of event is unknown.

Event description:
It was reported the device exhibited a 'check clutch plunger' error message. The event occurred during preventive maintenance, there was no patient involvement.

Manufacturer narrative:
Corrected data: d4 - UDI. One device was received for evaluation. Visual inspection found a cracked top and bottom case, and a missing battery. There was a 'check clutch error' message in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the worn/dirty/old clutch halves were the root cause and were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.